Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states breaking inside the patient while using them.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record (DHR) for lot 627406 indicates that no defects were found in 625 visual and 360 physical samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. A 6m analysis was conducted and the most likely root cause is a dimensional variation in the luer connector of the syringe used. However, this cannot be confirmed without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are gaged for iso luer compliance and inspected for proper attachment. The lot met all defined acceptance requirements and was released. Based on the investigation findings and the information available, a corrective and preventive action is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.